Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a faulty pump, cracked tank cover, and damaged line cord. The reported issue was confirmed during functional testing when the device pump wouldn't run. However, the investigation could not attribute a root cause for the condition of the pump. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service in the last 12 months. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
Additional information received: no medical intervention occurred while in use with patient.

Event description:
It was reported that the device had a bad pump motor. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.